Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had repeated infections and erosion. It was also reported that post implant of an antibacterial envelope the patient underwent a debridement procedure for pre-erosion. A new antibacterial envelope was implanted and approximately thirteen months following the first debridement procedure, the patient underwent wound debridement for pre-erosion. During that procedure hydrogen peroxide was used. Approximately one and a half years after the second debridement procedure, when the device was removed and replaced, an antibacterial envelope was implanted. Currently, the ¿wound appears possibly infected again.¿ the patient was treated with a seven-day course of antibiotics. No further patient complications have been reported as a result of this event.